Event description:
A patient expired at home and was found with an infusion pump set up to deliver pain medication still connected. The patient was found approximately three days after expired. At this time the pump was not running due to depleted batteries. Approximately 100ml of fentanyl solution (5 microgram/ml) remained in the 200ml IV bag. The medical examiner has reviewed the case and has not been able to determine the cause of death at this time. No autopsy report is currently available. The medical examiner's investigation has revealed that there was a high level of fentanyl in the patient's bloodstream. It is not known if the patient had a high tolerance of the drug, or if the device continued to infuse after the patient expired. The medical examiner who is investigating this case did not have information regarding who programmed or owned the device.